Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine intracardiac defibrillator (ICD) implant, the device was exposed to two ICD test shocks. Prior to the test, the device functioned normally. Afterward there was no pacing or telemetry and the device could not be interrogated. After a period of time, pacing resumed. The pacemaker was not ICD compatible and was removed from the patient.